Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, vasoview hemopro remained activated. He was getting ready to test the hp outside the leg and as soon as he plugged in the cord, the generator started beeping. The tips were bright red and smoking excessively. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). Even though the customer reported that the incident happened during the preparation stage of the procedure, signs of clinical use and evidence of blood were observed on the device. Charred tissue particulates were observed on the jaws. The heater wire on the hot jaw appeared to be bent but remained attached at the base and the tip of the jaw. There were no defects to the silicon insulation on the jaws. The toggle appeared to be intact without any non-conformities. No other visual defects were observed. An electrical evaluation was conducted. A pre-cautery test as was performed per the instruction for use with a reference cable and reference power supply vh-3010 at level 2.5. The device passed the pre-cautery test. It produced visible steam during several activations over a period of 10 minutes and shut off when the toggle was released. The pre-cautery test was repeated 10 times while the cable connections were manipulated with no observed failure. The device did not self activate. The handle was opened to evaluate the internal components. No visible defects were observed to the toggle. The switch was examined under microscopy. No residue or contamination was seen on the switch. There were no non-conformities observed with the switch. Based on the return condition of the device and the evaluation result, the reported complaint was not confirmed for the reported failure mode " device remains activated" but was confirmed for the analyzed failure mode " material twisted/bent".

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, vasoview hemopro remained activated. He was getting ready to test the hp outside the leg and as soon as he plugged in the cord, the generator started beeping. The tips were bright red and smoking excessively. A replacement device was used to complete the procedure. The hospital did not report any patient effects.